Event description:
The patient got a carcinom near the implant site that required radiation therapy. Due to necrosis after radiation therapy, the device had to be relocated for 2 inches as it was moving out of place.

Manufacturer narrative:
The surgical repositioning needed seems not to be related to any device damage or malfunction, but special medical conditions. The device has not been explanted and no explantation is expected for the near future.